Manufacturer narrative:
Analysis found that there was channel 1 and 2 failure. The p/I pcb, broken cable clips and worn wave washer were replaced. The interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working properly. There was no patient impact.